Manufacturer narrative:
Device available for evaluation - additional information: device evaluation: device evaluated by manufacturer. Additional information: the axium coil was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil was detached and missing. The instant detacher (ID) and the proximal tip of the pushwire containing the tack weld replacement (twr) crimps were not returned; therefore, any contributing factors from these could not be assessed. The axium prime pushwire was found broken into four separate segments, but all segments were found retained together by the release wire. The proximal segment was found twisted near the proximal tip, and bent with release wire extending out. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was not found located against the lumen stop, and the shield coil was found present. All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation, the pushwire was intentionally broken distal to the break indicator and pulled out for evaluation of the coin. Follow-up will be conducted for missing device segments, however no information was received. We are unable to definitively determine the cause of non-detachment; however, based on our analysis findings user context may have contributed. It is possible that the pushwire breaking at an incorrect location led to the reported difficulty during the manual detachment attempt. The coin was found to be pulled back from the lumen stop. This likely caused the implant coil to detach. All parts of the pushwire which could affect detachment were found to be within specifications. All coils are 100% inspected for damages and ir regularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ warning: "do not use hemostats in an attempt to advance delivery pusher. This may result in a kinked pusher which may lead to premature detachment." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based upon new, previously unreported information and analysis of the returned device, the clinical observation was confirmed. Per the evaluation, the likely cause of the reported event is a result of the coin pulling back from the lumen stop. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received that during removal of the coil through the microcatheter, the implant coil detached and was implanted into the aneurysm sac.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment for a small subarachnoid hemorrhage left saccular anterior communicating artery aneurysm. It was reported that the physician tried to detach the coil two times with instant detacher and two times with manual method but coil did not detach. The coil was removed from the patient. No patient injury was reported.